Manufacturer narrative:
Investigation summary: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 8325559. Customer states that the scale is missing. The returned syringe was examined and exhibited a partially printed scale. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 8325559. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that was print registration. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on (B)(6) 2018 a notification was created at CT printer for barrels that were out of registration, slanted scale lines, and missing print. Product was scrapped from CT printer and jr sub-assembly. Product was found acceptable at the gh assembly operation. The barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Threads stripped from bolt holding down guide on infeed dial causing flange and tip damage and unprinted barrels. Replaced the bolt and rethreaded hole and replaced shoulder bolt holding guide down. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale was missing from the bd safetyglide¿ insulin syringe with needle before use. The following information was provided by the initial reporter: "scale missing."